Manufacturer narrative:
Qn# (B)(4). The customer returned a single spring wire guide (swg) assembly for evaluation. The guide wire was returned within the protective tube. The guide wire was observed to have a kink near the middle and one on the end. The distal and proximal ends were not able to be distinguished because the markings on the swg were symmetric about the center. The returned packaging was also bent in one major place with smaller folds throughout. The protective tubing was also noted to have a stress mark from being bent directly over the kink in the guide wire. The damage observed is consistent with defects related to storage and shipping of other sac sets. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located at 94mm from one end. The bend was located 53mm from the same end. The overall length of the guide wire measured 351mm which is within the specification of 345-355mm per guide wire product drawing. The outer diameter of the guide wire measured 0.518mm which is within the specification of 0.508-0.533mm per guide wire product drawing. A device history record review was performed and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The word "nao dobrar" (which means "don't bend" or "don't fold") are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The packaging was also found with one major fold and other small wrinkles. Additionally, the words "nao dobrar" (do not bend) are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire was bent prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide wire was bent prior to patient use.